Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: portable concentrators. Other, not able to duplicate issue. Unit was operating within operating temperature and did not shut down. Manifold leaking. Scrap est declined. Complaint of "unit runs hot and sparks in car, and shuts down" was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: portable concentrators. Other, not able to duplicate issue. Unit was operating within operating temperature and did not shut down. Manifold leaking. Scrap est declined. Dealer states unit runs hot and sparks in car, and shuts down.

Manufacturer narrative:
(B)(4). Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states unit runs hot and sparks in car, and shuts down.